Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the post operative period the patient complained of ongoing lower abdominal pain following elective repeat caesarean section, there was evidence of wound dehiscence (bowels were noted under the skin incision). The patient was taken to theatre as an emergency for exploration and resuturing. During exploration and re-operation, the skin was loosely bound by suture material and this was released about 8 to 10 cms of small bowel, and omentum were noted in the subcutaneous tissue and the rectus sheath was apart. Only the knot in the left angle of the rectus sheath was intact. In the presence of the surgeon, as the bowels were healthy they were returned to the abdominal cavity and the operation was completed. The suture material was removed during the repeat surgery.